Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was completely white and not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty lcd display.